Event description:
It was reported that on (B)(6), 2012, the pt noticed buzzing or static noises with her ci. She though she may be having external equipment issues, so she changed out her equipment and she could hear with her device for a few hours. Then it would get static and buzzing noises again and she would not be able to hear anything from her device. She hasn't been able to hear anything from her device since then. During the clinic appt on (B)(6), 2012, it was seen that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.